Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the short interval count was greater than 3000. Provocative testing of the lead did not produce any noise or oversensing. Ventricular high rate episodes and atrial episodes with fast ventricular conduction were noted. The lead is still in use. No patient complications were reported as a result of this event.